Event description:
Per the field clinical specialist (fcs), during valve deployment using a 29mm sapien 3 valve via transfemoral approach, the balloon ruptured likely due to calcium at sinotubular junction. The commander balloon was prepped with 3cc of extra volume per the physician and at the very end of inflation. The valve was deployed successfully and expanded as expected. The balloon was pulled back to the esheath+ but they could not get all the way into sheath. The operator pulled the system through the arteriotomy, and the balloon came out flipped/pulled over the yellow nose cone of the commander system. There was some resistance when that part of the system reached the arteriotomy. Preventative measures in case of bleeding were taken (contralateral access, reliant balloon in aorta) and the system was removed as one unit. After reversing heparin with protamine, manual pressure on the artery and using several proglide perclose devices the implanters were able to obtain hemostasis. Eventual angiogram of the femoral artery area revealed no complications at the time and the patient left the catheter lab in stable condition.

Manufacturer narrative:
Investigation is ongoing device not returned.

Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. Imagery was provided by the site and revealed the following: longitudinal and radial burst all along the inflation balloon area. The patient anatomy imagery showed calcification present in the sinotubular junction (stj) a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Review of manufacturing mitigation is captured in an existing technical summary. Review of instructions for use (IFU) or training material is also captured in the technical summary. No complaint history or lot history review was performed. An existing technical summary has been documented for root cause analysis on balloon burst during transcatheter heart valve (thv) deployment. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified in the evaluation. No further action is required. The complaint for failure balloon burst and withdraw catheter through vasculature / sheath difficulty or inability to withdraw system through sheath were confirmed by the provided imagery. However, no manufacturing nonconformance was identified during the imagery evaluation. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per event description, calcium was present in the patients stj. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 33cc of extra volume per the physician was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (overinflation) contributed to the balloon burst while procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. An existing technical summary has been documented therefore no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.